Event description:
It was reported that after a gastric band removal procedure, it was noted "band had broken at the buckle". The band was not providing restriction for a while and the patient had undergone various tests to check for leaks, however it appeared that even with the band full, no restriction was felt. The patient was not losing weight due to the lack of restriction. The band was replaced by a competitor band.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Dvd review = locking mechanism separated the straight band with 14 cm of catheter, the injection port with the locking connector, the tubing strain relief and one piece of catheter (21 cm in length) were returned. Upon visual inspection, it was observed that the balloon was returned with three (3) visible fold lines, these fold lines. It was also noted that the both edge from the band were cut. The actuator ring from the injection port was returned in unlocked position, hooks were returned retracted. The locking connector was returned in locked position. Upon microscopic evaluation, it was noted that the septum was punctured over 50 timed and that large scratches were observed. It was also noted that several punctures were present on the back of the port body. The presence of these punctures suggests that the injection port was probably flipped. A leak test was performed on the balloon with a successful result; no leak was found. A blockage test was performed on the injection port with a successful result no blockage was found. A leak test was performed on the injection port with a successful result with a successful result, no leak was found. Devices were returned fully functional. A dvd was also received. A review of the band removal procedure, it was observed that the closing mechanism (buckle and tab) was completely separated from the reinforcing band which lead to the opening of the band. It was also observed that the device was encapsulated within tissues.